Manufacturer narrative:
The manufacture¿s device registration system indicates that the pump was replaced.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 300.2 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that a pump motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump status and/or event logs indicated motor stall occurred on (B)(6) 2017. The motor stall was active. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to include information not included in report 3004209178-2017-11225.

Event description:
No (B)(6) studies were performed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an unknown healthcare provider. The pump was replaced (B)(6) 2017, and returned to the manufacturer for analysis on may 31, 2017. The device had been used to deliver gablofen in flex infusion mode. It was indicated the patient was not in a clinical study, and the device was used with/in the patient for treatment. No patient death was reported. No patient injury was reported. It was indicated the patient recovered without sequela after removal of the device. The pump was removed due to a device related issue. Per the device interrogation, the pump was interrogated on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The elective replacement indicator (eri) was at 32 months. A motor stall had occurred on (B)(6) 2017 at 08:32, and recovered later that day at 17:21.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall that was a result of shaft-bearing. Result code 3233 and conclusion code 11 no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.